Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 15043457.

Event description:
It was reported that the patient had not been receiving adequate pain relief and was recently experiencing overstimulation. The patient underwent an explant procedure. All device components were removed and kept by the medical facility.